Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parents stated that on the day after the sensor was inserted, the patient experienced symptoms of hyperglycemia: nausea, dizziness and increased urge to urinate. The cgm was 268 mg/dl, but the bg was 588 mg/dl. The patient¿s parent¿s treated the patient high blood glucose with a bolus of insulin from his insulin pump. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.